Manufacturer narrative:
Concomitant medical products: product ID: 407652 , product type: lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) in june o f 2019, and the physician and patient chose not to replaced the device. The patient heard alerting in august of 2020 and came in to have the alerts silenced. The ICD recently experienced excessive charge time, and charge circuit timeouts. The health care professional indicated that the end of service (eos) device will not be extracted. No patient complications have been reported as a result of this event.